Event description:
Related manufacturer reference number: (B)(4).it was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker and the right ventricular (rv) lead had failed to capture which had resulted in an automatic mode switch (ams) episode. No intervention was reported. The patient experienced no adverse consequences.